Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found the patient underwent an ipg and anchor revision on (B)(6)2020 to resolve the issue.

Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 5. Related manufacturer reference number: 3006705815-2020-31568, related manufacturer reference number: 3006705815-2020-31569, related manufacturer reference number: 1627487-2020-31761, related manufacturer reference number: 1627487-2020-31762. It was reported the patient experienced pain at the midline incision site, as well as at the ipg site. The physician thinks the lead may be too close to the surface of the skin. To address the issue, the patient may be awaiting surgical intervention.